Event description:
Same case as MDR ID# 2134265-2012-08352. Same case as MDR ID# 2134265-2012-08353. It was reported that the motordrive of the ilab system did not pullback automatically. No patient complication was reported.

Event description:
It was further reported that vascular access was performed via radial. The target lesion being treated was located in mildly tortuous and mildly calcified proximal circumflex (cx) artery. During the preparation for the coronary diagnosis procedure, the motordrive of the (B)(4) system was unable to perform automatic pullback. The physician did not attempt manual pullback. The physician was able to exchange the motordrive easily in order to continue with the procedure. No patient complications were reported and the patient condition is listed as satisfactory.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the unit was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The unit meets specifications for functional test. In addition, the unit successfully underwent a continuous burn-in overnight. The most probable root cause classification of this event is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).